Event description:
It was reported that after 6 month of successful deployment of subject flow diverting stent, when the physician did an angiographic follow up there was fish mouthing observed on the distal end of the subject flow diverting stent causing stenosis. The patient was asymptomatic and the balloon angioplasty was performed on the distal end of the stent to improve stenosis. There was no clinical consequences to the patient due to the reported event,

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis. Therefore the visual and functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject flow diverting stent was successful deployed. On follow up after 6 months, fish mouthing was seen and a balloon angioplasty was performed to get the wall apposition of the subject stent. Additional information provided by the customer indicated that the tortuosity of the anatomy was mild to moderate, the aneurysm (small, wide-neck, saccular) was located on the para-ophthalmic region of the ica, the vessel narrowing was 26-50% based on the imaging, no difficulties were noted and no additional adjunctive devices were used at the time of the initial procedure, dapt was given prior to and post procedure, and 0-25% stent stenosis was observed after angioplasty. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to the event of patient abnormal imaging finding, stent failed/unable to open and patient parent vessel stenosis.

Event description:
It was reported that after 6 month of successful deployment of subject flow diverting stent, when the physician did an angiographic follow up there was fish mouthing observed on the distal end of the subject flow diverting stent causing stenosis. The patient was asymptomatic and the balloon angioplasty was performed on the distal end of the stent to improve stenosis. There was no clinical consequences to the patient due to the reported event,